Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with an unk "pelvic mesh product" for "the treatment of stress urinary incontinence and/or pelvic organ prolapse". It was also reported that the plaintiff "underwent repair surgery" on or about (B)(6) 2012. It was alleged that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment", and has had other injuries.

Manufacturer narrative:
It is unk which amc pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.